Manufacturer narrative:
The serial number is unknown at the time of this filing. The age of the device is reported to be approximately 1 to 3 months. Any further information received will be provided in a supplemental report.

Event description:
Consumer says that grease is leaking from left hand side of chair and leaked on his carpet. In speaking with the end user he reports the wheel chair rested overnight and he noticed grease spots. He also states that when it sits for about a hour it will also have a spot of grease. A dealer will have a look at the wheel chair.